Event description:
The manufacturer' representative reported that a reservoir discrepancy was noted at refill and the patient was experiencing increased spasticity. At refill in 2006, all 18 ccs of drug were aspirated. The pump was refilled and a study was performed and the catheter was noted to be patent. The pump contained compounded baclofen; daily dose unknown. The hcp chose to replace the pump as he had felt that the pump was malfunctioning or at end of life. During pump replacement, estimated reservoir volume was 12.0 ccs; actual reservoir volumewas 0.0 ccs. There is concern that the pump may have been accessed. During the explantation of the device, the catheter access port became dislodged from the pump when the implanting hcp pulled on the cap. Final patient outcome was reported as "good".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.